Manufacturer narrative:
Other, other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seals removed, cracked rear housing and a foggy lens. A review of the event history log found lec 1310. During the functional testing, error code 1310 was found on the display. The cause of the error was found to be user error. The error code was cleared. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6. Health effect codes: updated.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a lec 1310. No adverse patient effects were reported by the customer.